Event description:
Dr was placing central venous line in left groin and wire became difficult to remove. Wire removed by dr, noted to be frayed and possible broken. X-ray showed retained wire. Surgeon performed procedure in room to remove wire from subcutaneous tissue.